Event description:
It was reported that shaft break occurred. A 8mm x 3.50mm nc quantum apex balloon catheter was selected to dilate the unspecified target lesion. During preparation, it was noticed that the mid shaft of the device snapped before it was inserted into the body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with the original box. The batch number on the returned packaging and device matched the batch number for this complaint. There was contrast in the inflation lumen. The device was returned in two pieces; the hypotube was broken 67.5cm from the strain relief. There were multiple hypotube kinks and shaft damage 19cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 8mm x 3.50mm nc quantum apex¿ balloon catheter was selected to dilate the unspecified target lesion. During preparation, it was noticed that the mid shaft of the device snapped before it was inserted into the body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.